Manufacturer narrative:
(B)(4).

Event description:
It was reported that during setup/inspection for use, the light source's video connection failed, resulting in a black picture when the scope was connected at the inlet. There were no reports of patient harm.